Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4). The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Initial qa inspection of the meshgraft ii by zimmer biomet surgical on (B)(6) 2018 revealed that the roller, comb, comb springs, ratchet, ratchet gear and spring were all worn and damaged. The calibration was out of specification. The device came in with two cutters and both failed to produce a passing sample. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, comb, ratchet and damaged hardware. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since there was no mention of the dermacarrier during initial inspection. The root cause of the wrong dermacarrier being loaded with the device cannot be specifically determined with the provided information since it is unknown what dermacarrier was used during the reported issue. The issue was resolved with the replaced roller, comb, ratchet and damaged hardware the investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the wrong dermacarrier was loaded for the meshergraft ii. Additional follow up with customer indicated that the device didn't mesh the tissue well. Initial inspection of the returned device revealed the cutters failed to produce a passing sample. No adverse events have been reported as a result of the malfunction.